Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is replacement. It was noted the device is pre-approaching recommended replacement time (rrt) and the battery votlage is 2.99v. Concomitant products: 6935 lead, implanted: unknown; 4298 lead implanted: unknown.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted by the device had been woken up a couple months prior to the implant procedure and since there were no leads connected to the device, the physician did not think there would be an issue with the device. The physician added low estimated longevity was observed at the 24-hour post-operative check and upon review of the data, the longevity estimate at the time of implant was also odd. The crt-d remains in use. No patient complications have been reported as a result of this event.